Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of high and low blood glucose readings from the insulin pump. The customer stated that the threshold suspend goes off incorrectly with every sensor. The customer stated that the suspend of insulin resulted in high blood glucose readings about 3-4 times. The customer stated that his blood glucose has gone up to 300-400 mg/dl. The customer stated that he also had low reading of 47 mg/dl. The customer stated that his sensor reading was 80 mg/dl. The customer treated with glucose tablets. The customer declined to speak with helpline.